Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, percutaneous coronary intervention was performed to treat a patient with an acute myocardial infarction. One 2.25 x 28mm xience prime sv stent was implanted successfully in a de novo lesion in the predilated mid left anterior descending coronary (lad) artery and one 2.5 x 33mm xience xpedition stent was implanted in the proximal lad. On (B)(6) 2015, the patient expired from an unknown cause at home. No additional information was provided.